Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pcm447 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent left pterygium excision and limbal stem cell transplantation on an unknown date and suture was used. The suture broke at the time of pulling lightly during the procedure. Changed to another device to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.